Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple code errors and insulin squirted out while priming. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received failed battery test, grinding noise during rewind, screen had rainbow effect, unexplained and random no delivery alarms and insulin pump completely powered off during the night. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or 33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No unexpected error message, unexpected battery power loss anomaly, blank display anomaly or display anomaly or rainbow display anomaly noted. No drive or motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.